Event description:
Per the surgeon's report, the pt began to complain of pain at the operative site approximately 3 months after implant surgery. The pt was treated with antibiotics and anti-inflammatories. This treatment did not alleviate the pain. The pt also reported decreased hearing. The pt's device was explanted in 2006, and the pt was reimplanted with a new device during the same surgery. The surgeon noted that there was no infection, but the implant's ball electrode wire was broken. The audiologist reported in 2007, that the pt complained of pain with the replacement cochlear implant.